Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a percutaneous coronary procedure during which three xience xpedition stents (2.25 x 28 mm proximal, 2.5 x 28 mm and a 2.5 x 38 mm mid) were placed in the moderately calcified, moderately tortuous, proximal/mid left anterior descending artery (lad). The stents were confirmed to be fully apposed to the vessel wall on angiography. There was a good final patient outcome. On (B)(6) 2015, the 2.25x28 mm xience xpedition stent located in the proximal lad was observed to be thrombosed on angiography. The 2.5 x 28 mm and 2.5 x 38 mm xience xpedition stents in the mid lad were confirmed to be patent. The patient was confirmed not to be compliant with his dual antiplatelet therapy and had stopped on his own without informing the physician. The lesion was predilated with 8 nc balloons before stenting with a 2.25 x 20 mm non-abbott stent for treatment of the thrombosis. No additional information was provided.